Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Description of event: as per source doc: please note that I have a new product complaint. At the moment I have only the following information: customer: (B)(6) rpn: ref : evo-fc-10-11-6-b date: 24/05/2024. "As per cc form": introducing the evolution stent catheter through the working channel of the duodenoscope, the doctor noticed a lot of resistance so she decided to remove the catheter from the duodenoscope. When he took out the catheter he realized that the catheter was kinked. Afterwards, a boston prosthesis was introduced that worked without problem. Patient outcome: a section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Patient/event info - notes: 1. Is there any update on the device being sent back to cirl? Is there a tracking number available? No, im waiting for complaint boxes in order to return the device. 2. Could we request details on the patients pre-existing condition leading up to the metal stenting? The complaint was while they were introducing the stent catheter into the duodenoscope in a normal position, I cannot say more. 3. Could the below questions please be answered to aid in our investigation of this event? General questions: 1. What endoscope type and channel size was used? Pentax. 2. What was the position of the elevator? [N/a, open, closed] 3. Details of the wire guide used (diameter, type, make)? Jagwire 0,35. 4. Was the zip port facing upwards and slightly curved when backloading the wire guide? [N/a, yes, no]. 5. Did any part of the stent contact the patient¿s anatomy when the complaint occurred? [N/a, yes, no] no. 6. Please advise the anatomical location of the intended target site. Biliary system. 7. If yes, how often was this completed? 8. Did the patient require any additional procedures as a result of this event? [N/a, yes, no] no. 9. What intervention (if any) was required? 10. Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? [N/a, same procedure, another day] they put another stent in the same procedure. 11. Were any other defects (other than the complaint issue) observed on the device prior to return (e.g. Kink)? [N/a, yes, no] no. 12. If yes, please specify what was observed and where on the device it was observed. Stricture information: 1. What was the length and diameter of the stricture? 2. Where was the stricture located in the body? 3. Was there resistance felt passing wire guide through stricture? [N/a, yes, no] 4. Was there resistance felt passing the evolution through stricture? [N/a, yes, no] 5. Was the stricture dilated before stent placement? [N/a yes, no] questions related to during insertion into patient: 1. Was the product inspected for kinks or damage before use? [N/a, yes, no] 2. Was resistance felt during insertion into patient? [N/a, yes, no] 3. If yes, at what point?

Event description:
Supplemental report is being submitted due to the completion of the investigation on 26-nov-2024.

Manufacturer narrative:
Device evaluation the evo-fc-10-11-6-b device of lot number c2061085 involved in this complaint was returned for evaluation, with its opened original packaging. With the information provided, a physical examination and document-based investigation was conducted. The device related to this occurrence underwent a laboratory evaluation on the 09 july 2024. On evaluation of the device, the following was observed: visual inspection: ¿ red safety tab not returned. ¿ direction button in deployed position. ¿ red shuttle on 15th dimple (after the point of no return). ¿ safety wire not returned. ¿ distal region of introducer returned withdrawn. ¿ stent not returned. ¿ two flexor kinks observed 63cm and 132.5cm from white tip. Functional inspection: ¿ handle actuating with slight resistance for deployment and recapture. Manufacturing records review: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records did not reveal any discrepancies that could have contributed to this complaint issue. Historical data review: the review of the relevant manufacturing records confirms the failure mode has not previously occurred for this work order. Instructions for use and/label review: it should be noted that the instructions for use (ifu0062) states the following: ¿if the package is opened or damaged when received, do not use. Visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use. Please notify cook for return authorization.¿ there is no evidence to suggest that the customer did not follow the instructions for use. Image review an image was not returned for evaluation. Root cause analysis a definitive root cause could not be determined. With the limited information available a possible root cause could be attributed to device preparation or advancement through the duodenoscope. It is possible that the flexor kinked when taking the device out of the packaging, when loading the device onto the wire guide or when advancing through the duodenoscope. From the event description, it was reported that the doctor noticed a lot of resistance while introducing the catheter through the working channel of the duodenoscope. This resistance could have caused/contributed to the kinks observed on the device. Another possible root cause could be attributed to transportation and/or storage of the device after it had left cook ireland as it is not known if the device was inspected prior to use. From the lab evaluation the stent was not returned with the device, it is possible that the customer deployed the stent after removal of the device from the duodenoscope. Multiple attempts were made to gain more information regarding this event however no new information was received, should more information become available this file can be re-opened and updated accordingly. Confirmation of complaint: complaint is confirmed based on visual and/or functional inspection. Confirmed quantity of 01 x used device. Corrective action/correction complaints of this nature will continue to be monitored for similar events. Summary of investigation according to the initial reporter, the patient did not experience any adverse effects due to this occurrence.